Event description:
It was reported that the device was used during a gastric bypass procedure and that the staple line broke down. Four days later the patient was returned to the operating room and remains in ICU.